Event description:
Caller reported the advantage system gave a blood glucose result of 126 mg/dl at a time when the customer was asymptomatic of hypoglycemia, took insulin based upon result. Customer left to drive to work, lost consciousness, wrecked his car, requiring professional medical treatment. Emt meter result 12-15 minutes after the 126 mg/dl was 54 mg/dl. Customer treated with dextrose IV, transported to hospital, not admitted. A request was made for the return of the system, replacement was sent.

Event description:
Caller reported the advantage system gave a blood glucose result of 126 mg/dl at a time when the customer was asymptomatic of hypoglycemia, took insulin based upon result. Customer left to drive to work, lost consciousness, wrecked his car, requiring professional medical treatment. Emt meter result 12-15 minutes after the 126 mg/dl was 54 mg/dl. Customer treated with dextrose IV, transported to hospital, not admitted. A request was made for the return of the system, replacement was sent.